Event description:
It was reported that water had entered the anesthesia workstation through the breathing tube and that incorrect peep (positive end expiratory pressure) and co2 values were displayed. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. Our fse investigated the system on-site. No water/moisture could be detected in the system, it had probably already dried. The system checkout that was performed failed in the flow transducer test. The test log showed that the flow transducer test failed due to that the air gas module delivered an incorrect flow. The air gas module was replaced and it was returned for investigation. Investigation of the received air gas module could reproduce the flow transducer test failure. According to measured flow the air gas module delivered a higher flow than it should during the test. Several other subtests also failed during sco due to the incorrect delivered flow from the air gas module. Further investigation of the air gas module found that a pcb inside the air gas module was faulty. This pcb includes components that is part of the flow measuring in the gas module. A faulty flow measuring in the gas module leads to inaccurate gas flow regulation which will be detected during system checkout and alarms will be activated if the failure occurs during treatment. Evaluation of the received system device logs confirm the reported failure. Our conclusion is that the replaced air gas module was faulty and that this fault led to inaccurate gas flow regulation.